Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Related medical device reports: this impella cp device report is one of three devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella rp flex and the automated impella controller.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 51-year-old female patient with a past medical history of a prior coronary artery bypass graft (CABG), coronary artery disease (cad), and diabetes, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), and in scai stage d shock, on multiple inotropes and vasopressors, and was on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the impella was experiencing placement signal low alarms. An echocardiogram was performed which showed the impella measuring at 4.7cm deep in the left ventricle (lv). The impella was pulled back to 3.8cm. Pink tinged urine was noted, which cleared after repositioning. The flows improved and the alarm resolved. The following day, there was a controller error alarm. The pulmonary artery (pa) waveform disappeared intermittently, then came back and resolved. Flows adjusted to p-8 at 3.0l/min. The patient had been coughing and fighting the ventilator. There was no evidence of clot. Advised not to change the console due to the risk of the back-up controller not recognizing the catheter. The post-procedure outcome is unknown. Poor positioning of the impella can cause hemolysis. Hemolysis is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).